Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a tear on the sterile pouch. Per additional information received on 7/3/2018 from the ibc, there was a tear on the paper side.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed a tear at the backside of the pouch paper. The exact cause of how and when the problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿[storage method and expiration date]. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight. Expiration date: indicated on the direct package and the outer box." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a tear on the sterile pouch. Per additional information received on (B)(6) 2018 from the (B)(4), there was a tear on the paper side.